Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within spec. No unexpected low battery alarms or bad battery alarms noted. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Failure analysis also found cracked case at the display window corners and battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm. The customer has already changed out the infusion set. The customer stated the no delivery alarm occurred during fill cannula. Customer stated insulin did not exit during a fixed prime. Customer also reported a no delivery alarm during a second fill cannula. The customer also called back to report a high of 587 mg/dl. The customer was advised to use their back-up plan. The insulin pump will be returned for analysis.